Event description:
It was reported that the receiver-stimulator was explanted on (B)(6) 2020, the electrode array remains in-situ.

Manufacturer narrative:
This report is submitted on 10 september 2020.

Manufacturer narrative:
On (B)(6) 2020 there was a skin revision. The implant remains in-situ. This report is submitted on august 21, 2020.

Event description:
On (B)(6) 2020 there was a skin revision. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on 30 july 2020.

Event description:
Per the clinic, the patient experienced a wound break down at implant site and subsequently was treated with antibiotics (date and type not reported). The implanted device remains.